Event description:
It was reported that the user believed the ilet delivered too much insulin and experienced hypoglycemia, with the user stating a nadir of approximately 50 mg/dl for about 1.5 hours and receiving low and urgent low alerts; the user consumed oral carbohydrates including soda and a peanut butter sandwich, and device reports reviewed by support did not align with the user¿s stated lowest value. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention, no hospitalization, and resolution with oral glucose. Investigation included technical review of available device and glucose reports and user interview. Investigation of this case revealed no confirmed device malfunction and inconsistent reported versus recorded glucose values. It was concluded that the cause of the hypoglycemic event was unclear and a device problem could not be confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.